Event description:
During a pacemaker replacement procedure, on reconnection of the atrial and ventricular leads to the subject pacemaker, the physician noticed a lack of pacing in the ventricular channel. He disconnected the ventricular lead again, then reconnected it, but still observed no ventricular pacing. Faced with this phenomenon, the doctor decided to explant the pacemaker and implant another model of another brand.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a pacemaker replacement procedure, on reconnection of the atrial and ventricular leads to the subject pacemaker, the physician noticed a lack of pacing in the ventricular channel. He disconnected the ventricular lead again, then reconnected it, but still observed no ventricular pacing. Faced with this phenomenon, the doctor decided to explant the pacemaker and implant another model of another brand.